Event description:
The manufacturer received information alleging patient has been having issues with breaking out on her face severly patient has a bad rash so she has purchased moisturizer creams to help but it doesnt work, patient has headaches in the morning her machines oxygen goes back and had the strange odor seen black particles in the water of the humidifier, nasal issues is she goes to sleep with out machine she has shortness of breath and particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issues with breaking out on her face serverly patient has a bad rash so she has purchased moisturizer creams to help but it doesnt work, patient has headaches in the morning her machines oxygen goes back and had the strange odor seen black particles in the water of the humitifier, nasal issues is she goes to sleep with out machine she has shortness of breath and particles in tubing/chamber, dizzziness and headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section a3 was updated (in initial MDR, patient's gender was not captured). Section h6 updated in this report.